Event description:
During a procedure, blood was noted to be leaking out of the agilis 13f sheath valve. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information b5, d9, g3, g6, h2, h3, h6. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During a procedure, blood was noted to be leaking out of the valve. The sheath was exchanged and the procedure was completed with no adverse patient consequences.